Event description:
It was reported that during a coronary stent procedure, the balloon ruptured during deployment. The stent was deployed. However they experienced difficulty removing the system. The system was removed without incident. Pt status is listed as "ok".